Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of clip difficult to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2017-01048 addresses the first resolution 360 clip and manufacturer report #3005099803-2017-01047 addresses the second resolution 360 clip. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, both clips were difficult to release from the catheter. The physician tried releasing the clips multiple times causing the inner spring and wire of the handle to dislodge. Eventually, the clips were able to release from the catheter after manipulating the delivery catheter, specifically near the biopsy port. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable.